Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant glucose results for 1 patient from accu-chek inform ii meter serial numbers (B)(4). At 09:47 am the glucose result from the meter was 20.2 mmol/l. At 09:49 am using the same finger the glucose result from the meter was 4.9 mmol/l. There was no allegation of an adverse event. The qc on the meter was acceptable. The suspect product was requested to be returned for investigation.